Event description:
A physician had difficulty with filling a patient's pump reservoir. Aspirating the reservoir was accomplished, however, they were unable to fill it. The tubing was determined to be patent. A locked reservoir valve procedure, while using a smaller syringe filled with saline for greater pressure was discussed/advised. It was noted that the patient had not been exposed to "hyperbaric or scuba". The outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).